Event description:
Procedure type: hernia. According to the reporter: the surgeon reports that the pt underwent a hernia procedure and the protack device functioned properly. The pt had no adhesions and the 9x9 mesh was attached without difficulty. The procedure lasted 40 minutes. The day following the procedure, the pt went to another facility and presented with a bowel perforation. Dr. (B)(6) was not able to provide any details other than a second surgery was performed at another unnamed facility.

Manufacturer narrative:
(B)(4).